Event description:
It was reported by service report that the hydraulic jack would not fully lower due to supports for the side release pedals being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.